Event description:
Boston scientific received information that the patient presented to the clinic with an infected electrode. The patient was given oral antibiotics initially, then later administered intravenous antibiotics. The infection cleared and the electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.